Event description:
It was reported that the patient developed an infection. The right atrial (ra) lead remains implanted. No additional adverse patient effects were reported. No further information was received.

Manufacturer narrative:
Voluntary medwatch mw5145327.